Event description:
During an electrophysiology procedure using a fast cath transseptal introducer, a cardiac perforation occurred. While attempting to advance the guidewire across the septum through the first transseptal puncture, the guidewire perforated the posterior of the right atrium. The introducer and guidewire were both removed and the procedure was stopped. The patient recovered with no evidence of tamponade. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.